Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience xpedition device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. After the 3.0 x 33 mm xience xpedition stent was implanted, a distal edge dissection was noted so a 3.0 x 18 mm xience xpedition stent was used to treat the dissection, but after the second was implanted, a dissection occurred again. A 3.0 x 12 mm xience xpedition was used to treat the second dissection. There was no adverse patient sequela. No additional information was provided.